Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a wire harness cable, designator w9, was not securely connected to the pcb-mounted jack connector, designator j16, on the therapy pcb assembly. After reseating the connection, physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on (no ac or dc power). There was no patient use associated with the reported event.